Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by cts with resetting the pump, and the malfunction did not occur again. The customer preferred to restart the cgm and reload the cartridge independently, and cts indicated the case would be closed, advising the customer to call if any future malfunctions arise.